Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted post syncope and collapse. The patient¿s spouse reported alarms prior to connecting the device to ac power and exchanging controllers. The manufacturer¿s technical services representative reviewed the log file and observed low voltage alarms when the batteries had been used for 12 hours. A head CT scan results was stable at that time, but a neurological event was not ruled out. The patient was placed on palliative care. No additional information.

Event description:
It was reported that the patient¿s fall and had seizure like activity. The recent fall with subarachnoid hemorrhage (sah), subdural hematoma (sdh), and intraparenchymal hemorrhage (iph) who had acute onset of altered mental status and worsening lethargy prompting intubation. Stroke alert called to evaluate for large vessel occlusion amendable to intervention. Exam limited by sedation and intubation (held prior to exam) but non-focal with no spontaneous movement or withdrawal noted to noxious stimuli. Serial CT scans without acute findings, stable hemorrhage. A cta performed of the head/neck without stenosis or occlusion. The patient started keppra for seizure concern, which was not unreasonable given increased risk of seizure in setting of traumatic brain injury (tbi), age, and medical comorbidities. A repeat head CT scan, found a slight increase in frontal lobe edema. Cta results was normal. Log file analysis power and flow upward and pi trending downward. The patient had lactate dehydrogenase (ldh) of 498 u/l due to lack of anticoagulation due to sah and sdh. No further tests performed to rule out thrombus. The patient had intravenous heparin in response to elevated ldh. The ldh and pump power elevation returned to baseline with heparin use. No other unusual events seen per log file analysis.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding, stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.